Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The two additional perclose proglide devices referenced are filed under separate manufacturer report numbers. Evaluation summary: visual and functional inspections were performed on the returned device. The reported suture break was not confirmed as all of the device components were not returned. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in both common femoral arteries was attempted with proglide devices, using a pre-close technique, prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, suture breaks occurred with three proglide devices. The sutures of two other proglide devices were successfully preplaced using the pre-close technique. The tavr procedure was completed. The successfully preplaced sutures were used after the procedure to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.